Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the lead exhibited inappropriate ams episodes, noise, and low impedance. All other electrical measurements were in range. The lead was reprogrammed. The patient was asymptomatic.